Event description:
A 75-year-old female with a history of aortic dissection underwent surgical repair, after which she developed post-cardiotomy cardiogenic shock characterized by refractory right ventricular failure. A multidisciplinary heart team elected to implant an impella rp flex for right-sided mechanical circulatory support. The device was implanted successfully. Following implantation of the impella rp flex, the patient developed significant bleeding, including heavy vaginal bleeding, oral bleeding and bleeding from the right femoral artery access site (used previously for coronary angiography). In response to ongoing hemorrhage, the patient received multiple blood products: 2 units of packed red blood cells (prbcs), 2 units of fresh frozen plasma (ffp), 2 units of platelets, 1 unit of cryoprecipitate. A CT scan of the abdomen revealed a small hematoma, but no large intra-abdominal bleeding source. Clinical course on impella rp flex support. Despite bleeding complications, the patient remained hemodynamically stable, tolerated weaning of vasoactive medications and continued to receive support via the impella rp flex without device-related alarms or malfunction reported. Her condition continued to stabilize over the following days. After 8.9 days of impella rp flex support, the patient tolerated weaning of right-sided mechanical support and underwent successful removal of the impella rp flex device.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. Corrected d4 serial number. Updated d4 primary UDI number. Updated h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of asae cannot be determined since insufficient clinical details were provided.